Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2009 and 4196 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) had triggered for the right ventricular (rv) lead due to high rate non-sustained episodes and impedance variation. It was also noted that approximately eighteen months ago an alert had triggered for high/undefined pacing impedance on the rv lead. The rv lead remains in use. No patient complications have been reported as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was brought into the cath lab for a right ventricular (rv) lead replacement but a venogram confirmed that there was a completely occluded left subclavian vein. Therefore, since the patient¿s ejection fraction has improved reprogramming was done instead. The rv lead remains in use. No patient complications have been reported as a result of this event.